Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient went in for a trial lead pull and it was discovered that the wound site was infected. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.